Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, lot/serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; ubd: 17-feb-2014, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via the manufacturing representative (rep) regarding a patient receiving 21 mg/day of hyromorphone. The concentration was not provided. It was indicated the drug was from a compound pharmacy. The drug was being delivered via an implantable pump for non-malignant pain and other chronic intractable pain (trunk/limbs). It was reported that the patient was forming a granuloma at t7 where the catheter tip was located. The doctor planned to move the tip to the top of t9. It was indicated the surgical intervention had occurred. The event date was provided as (B)(6) 2018. It was reported that there were no environmental/external/patient factors that may have led or contributed to the issue. It was unknown if the issue had been resolved at the time of the report. The patient¿s status was provided as ¿alive - no injury.¿ no further complications were reported or anticipated. Other medications being given at the time of the event and patient medical history were unknown.